Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 596 mg/dl with moderate ketones. The customer did not recall what treatment was received while in the ICU. At the time of the report with tandem technical support the customer was still admitted to the ICU. Cause for the reported issue was unknown. A system check was performed by tandem technical support (cts) and verified the pump functioned as intended. Reportedly, the cartridge had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.